Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of attempting and being unable to use the compact system due to no power. A request was made for the return of the system and a replacement was sent.